Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Serial number is unknown. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported during ipg replacement, intra-op diagnostics measured abnormal lead impedance. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of abnormal lead resistance was confirmed. The root cause was due to the lead wire fracture observed within the lead during a high-resolution inspection. Based on the lead analysis and the associated implantable pulse generator (ipg) analysis, it was concluded the lead was damaged during the ipg replacement procedure. It was also noted there was no loss of therapy stated in the event details.

Manufacturer narrative:
Correction: section b3-date of event- in the previous report it should have been (B)(6) 2022 instead of (B)(6) 2022. Correction: section d6b-date of explant- in the previous report it should have been (B)(6) 2022 instead of (B)(6) 2022.